Event description:
Customer reported that the insulin pump's display was blank. Customer reported inserting a new battery and the display still did not return. Customer was unable to get the insulin pump's display to return during troubleshooting. Blood glucose level was 214.2 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Pump had cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.